Event description:
It was reported that the dexcom g7 experienced signal loss to the ilet for about one hour after a same-day sensor change, after which the ilet was restarted and a new connection to the sensor was established, restoring pairing. Symptoms included no changes in blood glucose levels. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting, including device restart and reconnection steps. Investigation of this case revealed a temporary loss of connectivity between the cgm and the ilet with resolution after re-pairing, consistent with intermittent communication disruption without device component damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or environment-related connectivity disruption that resolved with standard reconnection procedures.